Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for a rate detected in the ventricular tachycardia (vt) zone. Technical services (ts) noted that the rhythm was irregular with enough uncorrelated beats to initiate therapy. Additional information was later received that additional inappropriate atp was delivered for a rhythm that appeared to be atrial driven. The fifth burst of atp appeared to accelerate the rhythm to ventricular fibrillation (vf). The device then delivered a shock and successfully converted the rhythm. No further assistance requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.